Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo venous stent. During the procedure, it was reported that the stent allegedly did not open during deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Additional complaints have not been reported for this lot, previously. Investigation summary: the physical sample was returned for evaluation. The returned sample is in disassembled condition such that the grip shells have been separated and the catheter has been separated from the grip. The stent is loaded without tip to sheath gap and the safety slider on the upper grip shell is in locked position. The force transmitting slide block is loose from the diving sheath and the tether is loose from the slide block which indicates this joint was not able to withstand the applied force. A manufacturing related issue could not be found. During testing, the safety slider on the upper grip shell can be pulled in unlocked condition at regular force level, and the stent could be deployed manually without grip at low/ regular force level. The investigation leads to confirmed result for deployment failure caused by inactivated safety slider and subsequent failure of a force transmitting adhesive joint. Based on the investigation of the provided information, the investigation is closed as confirmed for deployment failure because the safety slider was not unlocked which was considered a use related issue. Potential product and non-product related factors which may have caused or contributed to the reported failure were considered. Therefore, previous investigations of similar complaints were reviewed. The sample was returned with locked safety slider which was considered the reason for the reported deployment failure. Attempting to deploy the stent with locked safety leads to an initial excessive force but also to failure of force transmitting joints as found on the sample, and subsequent freely spinning wheel without deployment action. It was not known why the safety slider was not in proximal end position (unlocked). The safety slider could be successfully tested on the upper grip shell, but without mechanics; therefore, it may have been impossible to unlock the system in assembled condition, however, the single components of the unlocking mechanism were found without deficiency. The user mentioned that the lock was opened, so it was assessed to be likely, that a complete unlocking did not happen. The safety slider has to be pulled all the way back to the proximal end position because only at the proximal end of the motion it mechanically locks in unlocked condition. Not fully pulling back the safety slider may lead to locked condition and subsequent deployment failure. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back (figure 5).' Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.